Manufacturer narrative:
Insulin pump's down arrow button did not respond due to corroded keypad trace. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported, the customer had a keypad anomaly. The customer stated their insulin pump was stuck in the blood glucose reminder screen and the buttons were unresponsive to clear the alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.